Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is leakage.

Event description:
Patient reported device removal due to "leakage". Device has been explanted. This record is for the left side.